Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 29 mg/dl, the customer current blood glucose was 29 mg/dl. The customer was hospitalized on (B)(6) 2018. The drive support cap appears normal (slightly indented). The customer had symptoms like hi-cups and later went into diabetic coma. The customer was treated with emergency medical services. The customer was wearing the insulin pump during the hospitalization. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No unexpected restart error alarms were noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.